Event description:
It was reported that a single use minicap was reused during peritoneal dialysis (pd) therapy. The patient's doctor removed the cap and replaced it with the same cap. No additional information is available.

Manufacturer narrative:
(B)(4). The use error was further described as a reuse of a single use product as the customer removed the minicap and reused it. Per baxter labeling, users are informed that possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.